Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient had a history of a bladder sling and of chronic back pain. An MRI was to be taken and the procedure was not due to the device or therapy. It was later stated that it was unknown if it was related to the device or therapy. The symptoms of chronic back pain and incontinence were noted. It was unknown by the hcp if these symptoms were related to the device or therapy. A fall was noted. The back pain was chronic and the incontinence started on (B)(6) 2016. It was reviewed how to put the implant into MRI mode. Cord compression was noted to have occurred in the lumbar spine. The leads went all the way up to the cervical area and that could cause cord compression. Later, the hcp reported the MRI was to rule out spinal cord compression. The hcp stated because of the device and the time needed for some of the imaging, the hcp ordered imaging to rule out spinal cord compression. The result of the MRI showed no acute spinal cord compression. A mild disk bulge at c3-4 was noted. The hcp did not have a access to any interventions that may have been done. Relevant medical history included non-malignant pain.